Event description:
I suffered a hypoglycemic seizure. My blood sugar dropped below 40 my face is severely bruised from falling limp on tile flooring. Since the 22nd I have not been able to keep my sugars up past 80. I'm now on a monitor to help aid and keep me aware of my sugar readings.